Manufacturer narrative:
In response to FDA report number: mw5097402. The event of capsular contracture, baker grade: unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: malignant neoplasmn of breast, capsular contracture, baker grade unknown, deformity of reconstruction, tenderness from armpit of the breast (on both sides), shooting pain, and pimple-like rash that comes and goes.

Event description:
Patient reported via regulatory agency "malignant neoplasmn of breast, capsular contracture, baker grade unknown, deformity of reconstruction, tenderness from armpit of the breast (on both sides), shooting pain, and pimple-like rash that comes and goes". Affected side is right. The device remains implanted.